Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a sheath bunching up during insertion was confirmed and determined to be use related. The product returned for evaluation was one 5.0fr microez microintroducer. The returned product sample was evaluated and the tip of the sheath was observed to be damaged. The following observations were noted during the sample evaluation: ¿ usage residue was seen on the sample. ¿ slight buckling of the edges of the sheath was present. The shape, location, and extent of the damage observed on the returned sample suggested that the microintroducer sheath was most likely damaged due to excessive insertion force, an inadequate skin nick, and/or a steep insertion angle. The damage observed on the sheath would likely have made it difficult to advance the microintroducer past the tip of the sheath. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the gray portion of the introducer bunching up when trying to insert it into the arm. Patient experienced pain that required additional lidocaine before proceeding with a new introducer/dilator. No further information was provided.